Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with approximately 300 units of insulin. Tandem technical support was unable to perform troubleshooting as the reported events had occurred in the past. There was no impact to the customer's blood glucose level.